Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead model#: sc-431 lot#: 19517972 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the hospital due to an infection at the lead incision site. Symptoms were fever accompanied by clear fluid draining from the lead site and a headache. The patient was prescribed intravenous antibiotics. The patient underwent an explant procedure.